Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the needle was determined to have broken off and dropped out. The needle tube was found to have been bent excessively due to a bending force that was applied when piecing the hard body tissue during a procedure. The needle tube broke when a force was applied when trying to straighten it. The definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): content of the instruction manual (drawing number: gk9897, revision number :03) was confirmed. The instruction manual contains the following descriptions, and it warns against this event. Do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. Do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle would not come out from the tip, the needle had broken off. The issue occurred during an unknown surgery procedure. The procedure was completed after replacing it with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use aspiration needle would not come out from the tip. The issue occurred during an unknown surgery procedure. The procedure was completed after replacing it with a similar device. There were no reports of patient harm.